Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator would not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator would not open. A field service engineer adjusted alignment between the srm and the hasp. The four nuts on the adjustable plate were loosened, the srm was realigned, and all four nuts were re-tightened to specification. Functionality was successfully verified via hta. The escort verified functionality, and it was confirmed successful. The system functioned as intended after the field service engineer repaired the device.